Event description:
This procedure is part of (B)(6): the cas procedure was performed on (B)(6) 2013. At discharge a major ischemic stroke was reported. The patient was found to have increased right sided weakness. An MRI of the brain showed a shower of embolis on the left side. The patient was sent to nsu for treatment and monitoring. The patient is not yet recovered. Please reference MDR 2183870-2013-00088 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.